Event description:
It was reported that during an anterior resection procedure, the device cut and a double row of staples were formed on the specimen to be removed, but the rectal stump had no staples present at all. The surgeon had to do a hand sewn anastamosis to salvage the procedure. The procedure was extended by 45 minutes. The device was discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.